Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a modification to contour polaris ureteral stent was used during a transurethral lithotripsy (tul) procedure performed in the ureter on (B)(6) 2015. According to the complainant, during the procedure to exchange the stent on an unknown date, there was difficulty withdrawing the stent. The physician was unable to pass a guidewire through the kidney side of the stent, as the stent remained coiled. It appeared that the coil of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. The physician noticed the stent got stuck after passing the stricture area. The physician successfully removed the stent under anesthesia. Additionally, no kinks were noted on the stent when device was removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a modification to contour polaris ureteral stent was used during a transurethral lithotripsy (tul) procedure performed in the ureter on (B)(6) 2015. According to the complainant, during the procedure to exchange the stent on an unknown date, there was difficulty withdrawing the stent. The physician was unable to pass a guidewire through the kidney side of the stent, as the stent remained coiled. It appeared that the coil of the stent got stuck on the mucosa of ureter and it was unable to advance or withdraw it. The physician noticed the stent got stuck after passing the stricture area. The physician successfully removed the stent under anesthesia. Additionally, no kinks were noted on the stent when device was removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received, bsc (B)(4) on 27apr2016: according to the complainant, it was likely that the lumen of the stent was occluded.